Manufacturer narrative:
This supplemental report is to correct the initial MDR reported the device (B)(4) failure to capture incorrectly. The loss of capture was due to patient anatomy and there was no malfunction alleged on the right atrial lead. (B)(4).

Event description:
New information available on (B)(6) 2017 reveals that, the right atrial lead had no malfunction. The loss of capture was due to patient anatomy.

Event description:
It was reported that the patient presented in the operating theater for a lead replacement. During the procedure, the atrial lead exhibited loss of capture. Since the patient did not require atrial capture, no intervention was performed. The patient was stable before, during and after the procedure.